Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a video assisted thoracic surgery lobectomy procedure, surgeon fired the gun with a vascular reload without any problems. On the second firing he used a green reload on the bronchus, the staple gun fired, deploying the staples and the knife cut through, but the staples did not form a b and remained open, therefore the bronchus was cut open. No staples were lost inside the bronchus, they could be clearly seen in the tissue, but with straight legs and not sealing the two walls of the bronchus together. Surgeon sutured the walls of the bronchus together, it delayed the surgery by approximately twenty minutes and there was no risk to the patient.

Manufacturer narrative:
(B)(4). Batch # n54z3w. The analysis results found that the ats45 device was received in good visual condition and with a tr45g cartridge present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.